Event description:
The facility reported a fail code 403:317 before use. Although baxter attempted to obtain info, details were not avail regarding add'l contact info, pt demographics, medication involved, or pump programming.